Event description:
It was reported that the patient received a patient notifier. Nsln events were observed in the stored egm. The device was reprogramed and left implanted.

Manufacturer narrative:
No medwatch form was received.